Event description:
No additional event information at the time of this report.

Manufacturer narrative:
The complaint report was received, reviewed, and evaluated by the zest dental solutions complaint process in compliance with applicable FDA and ous country regulations. Applicable zest internal lot history records were reviewed to evaluate whether any internal deviations, non-conformances, or problems occurred during the manufacture of the lot, which could cause or contribute to the reported complaint condition. A review of other zest complaint files and related trending data for similar incidents was performed to evaluate whether other similar complaints have been received and if data suggests any adverse trends may have contributed to the complaint root cause. Condition of the returned complaint related product was evaluated to confirm the reported product complaint. As part of each complaint investigation, zest performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. As a result of the above investigation, zest has concluded the following as the root-cause or most likely root-cause of the reported complaint condition: no manufacturing defect was found. Hazard experience: thread fracture during function. Most likely root cause of the failure mode / hazard: thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. Known issue is being tracked and trended with no further actions taken at this time.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight: unknown / not provided. Address and fax number: unknown / not provided.

Event description:
Doctor indicated fracture. The screw of imloa006 broke even though it was only a short time after it started to be used. The doctor's complaint that the strength may be weak. The fractured portion was removed and a new imloa006 was placed. There is no health hazard. Excessive load. Tooth site #12.